Event description:
The customer reported the image went blank on the left (live) monitor during a procedure. An alternate system was required to complete the case. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube and snubber board were replaced. The system was tested and found to be working as intended.